Event description:
During a diagnostic cardiology catheter procedure, the palm pad plunger of a merit coronary control syringe broke about 1 mm below the thumb ring, cutting the doctor's glove and thumb. The doctor required no medical intervention or treatment as a result of the product problem.